Event description:
Additional information was received that the physician did not have any information about the increase in seizures in his notes. He feels that the patient¿s generator may be nearing end of service and needs replaced. He said that if the patient was having an increase in seizures it would be due to the generator being at end of service. The patient had a generator replacement and the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient was having an increase in seizures. It is unknown if they were above or below baseline. In the same clinic notes on the same appointment it was noted that the patient¿s seizures was having the same amount of seizures and the patient is doing well. This conflicts with the comment that the patient was having an increased frequency. The patient had two in (B)(6) 2013, three (B)(6) 2013 and three in (B)(6). The seizures were a mix of partial with or without some mild generalized change. The patient did have a recent reduction of medication but the physician notes that his seizures remained unchanged by the reduction. It stated on multiple appointments that the patient typically has 2-3 seizures per month which is the same frequency that he was having when there was a report of an increase in seizures. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(6) 2013. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. A battery life estimation resulted in 0.26 years remaining before the eri flag would be set. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eos condition is an expected event. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.